Event description:
It was reported that the previous afternoon, the patient was hooked up for a 46-hour infusion, and the pump alarmed low and subsequently stopped. The settings were reviewed: continuous rate of 1.8 ml/hr, reservoir volume of 0 ml, and a total of 167.1 ml given since (B)(6) 2024 at 08:30. The medication label had indicated a continuous rate of 1.8 ml/hr over 46 hours. The patient was redirected to their clinic. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.